Event description:
Physician performing pta of dialysis fistula. A 7/8 conquest balloon had been inflated, repositioned, and reinflated. Upon withdrawal of the balloon, the balloon itself came off the shaft & remained in the pt's arm. Wire access was maintained & the balloon was retrieved with a 15mm snare. No pt injury. The device was given to the company sales representative.